Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. The device was returned to the manufacturer and investigation of the complaint was completed by product analysis on 27-jun-2018. On investigation, the battery compartment was confirmed to be cracked as alleged by the reporter. Investigation confirmed the complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.